Event description:
The customer contact reported the silicone sleeve of the clave secondary port remained in the depressed position. The primary tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a plum pump. After an unspecified length of time, the customer contact reported that a male adapter of a needleless valve connector connected to a secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback deliver of etoposide. After an unspecified length of time after the piggyback delivery was started, the pump alarmed for proximal occlusion. The secondary tubing set and the needleless valve connector were replaced and the therapy was resumed. It was reported that 25 minutes after the delivery was started, the pump again alarmed for proximal occlusion. At this time, the nurse disconnected the needleless valve connector from the clave secondary port and the silicone sleeve of the clave secondary port remained in the depressed position. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.